Event description:
This procedure was performed in lebanon. The 7x150 protege everflex was deployed, but moved during the deployment. The issue is that the shaft/tip dislodged off the system and stayed in the right sfa leading to thrombosis and requiring surgical intervention and bypass.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Photograph evaluation: a single photograph was received for evaluation. The photo documented a protege stent delivery system, inner shaft distal tip tube. The gray tapered tip was attach as was the distal marker band. The exterior of the tip exhibited some blood residue. The photograph did not document the proximal end of the tip tube or the reported fracture site.